Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implantation, the patient had difficulty breathing. During the procedure, the patient's oxygen saturation and heart rate decreased. The device and delivery system were removed. The patient had a pulmonary edema. An intensive care team performed intubation with difficulty. By the time the patient was intubated, they were in acidosis and had cardiac arrest.